Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was opened but not used during the implant procedure. The ICD was unable to establish telemetry. The device was replaced. No patient complications have been reported as a result of this event.